Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient was hospitalized with a diagnosis of diabetic ketone acidosis (dka): large ketones, nausea, vomiting, and a blood glucose (bg) over 500 mg/dl. Treatment included insulin via pump and IV fluids. During troubleshooting, customer support found the basal delivery totals in tdd do not match, variation due to the pump having been suspended. The bolus totals also do not match (>5% different). This complaint is being reported as the product issue was not resolved and the patient experienced dka.